Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The tip separation and device damaged by the stent were both confirmed via returned device analysis. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and additional treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience 3.0x18. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.0x18 xience referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the left main with moderate tortuosity and moderate calcification. Slightly chalkier anatomy but vessel was well prepared and xience stent was well deployed. Upon retrieval of a high torque (ht) balance middleweight (bmw) guide wire the tip got caught on the stent struts of the 3.0x18 mm xience stent. An unsuccessful attempt was made to inflate a balloon to dislodge the guide wire. An unsuccessful attempt was made to reposition an unspecified catheter in an attempt to dislodge the guide wire. The guide wire was pulled hard and the guide wire snapped. Intravascular ultrasound (ivus) showed that the tip remained as well as one or two strands. An unsuccessful attempt was made to retrieve the guide wire tip using a snare. A non-abbott stent was inserted into the 3.0x18 mm xience stent to sandwich the free flowing strands. There was a 20 minute delay in the procedure. No additional information was provided.